Event description:
The linvatec home 16mm disposable inserter was used successfully for one insertion of a 16mm linvatec biostinger. When a second insertion was attempted the shaft of the inserter cracked and bent about 1cm from the handle. A second inserter was then opened and used for the biostinger insertion, this was successful.

Event description:
Additional information received from MFR 10/31/2002: linvatec received letter dated september 26, 2002 on october 8, 2002, and is responding to inquiry as requested. Linvatec also received information directly from the hospital concerning this event on 10/8/2002. On october 23, 2002, linvatec received the same inquiry number, 1026182, from the FDA information analysis branch, division of surveillance systems, office of surveillance and biometrics. Linvatec received the actual product from the customer on october 16, 2002. After a thorough investigation of this product, linvatec has determined this event is not reportable as there was no injury reported and after analysis, it has been determined that the device did not malfunction. Examination of the device shows it was broken in two pieces. Breakage reveals metal fatigue from the inserter being bent in a back and forth motion. This caused the stainless steel shaft of the inserter to break into two pieces. The inserter's product labeling on the outer package and also within the product instruction insert advises that the inserter is labeled as a single use device. The customer's reporter, reported the inserter was successfully used the first time and upon the attempt to use it a second time, the device was used in a back and forth motion and this caused the inserter to break. They also indicated a second inserter was obtained and the surgery successfully completed. Linvatec has reviewed all returns of this product and from january 01, 2001 through october 25, 2002, and this is the only return and complaint for this product. Linvatec will continue to monitor any returns for this product. Linvatec has concluded that the inserter shaft was broken in to two pieces that was caused by a back and forth motion and that no malfunction of the inserter occurred. At this time, linvatec is not considering any corrective action. Linvatec has already communicated with their local area sales representative and they have been in contact with the surgeon for additional user training in the proper use of the inserter.